Event description:
Procedure: nephrectomy. According to the reporter: during the case, cutting was dull. Another device was used after an hour. Operative time was extended more than thirty minutes. No pt info available.

Manufacturer narrative:
(B)(4).